Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: were any issues experienced with device intraoperatively? Ans. Patient experienced post operative bile leakage through the staple line. What was the product code of stapler used with reported reloads? Ans. U40p9k & t4058d. Can details be provided how j-j was created to include how common channel was closed? Ans. No. Did the patient undergo preoperative radiation or chemotherapy? Ans. Unknown. Does the surgeon believe the post-op leak is related to staple line or patient tissue condition? Ans. Yes. What was done in the reoperation? Ans. Unknown. What is the current patient status? Ans. Critical.

Event description:
It was reported that the surgeon used our gst60g in whipple's procedure. 10 days post operative staple line opened and leakage occurred at gastrojejunostomy. Patient is still in a critical condition,